Event description:
It was reported that the balloon burst. An agent us mr 4.00 x 30mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). During the procedure, the physician inflated the balloon to 11atm when a loss of pressure was noted in the inflation device. The device was pulled, and the balloon was noted to have ruptured. The balloon was removed from the patient and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Returned product consisted of the agent device. A visual inspection of the device revealed no damages or defects. A microscopic analysis showed a pinhole leak 6mm proximal to the distal markerband. The pinhole leak was further confirmed during a functional test. Based on the event description it is likely that the balloon damage occurred due to interaction with potentially challenging lesion conditions or through interaction with ancillary devices. Because of this, the investigation is assigned a most probable investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the balloon burst. An agent us mr 4.00 x 30mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). During the procedure, the physician inflated the balloon to 11atm when a loss of pressure was noted in the inflation device. The device was pulled, and the balloon was noted to have ruptured. The balloon was removed from the patient and another similar device was used to successfully complete the procedure. There were no patient complications.